Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with metastatic bone tumor and intravertebral cleft for kyphoplasty. It was reported that when attempting to pass ibt through the osteo introducer, it was in a state that the product was difficult to proceed and it felt like it was caught. Until just before, the balloon sleeve was not removed, and the balloon had not been inflated. There was a delay in procedure but less than 60 minutes. The procedure was performed successfully by using a new product. The actual product has been discarded at the hospital. There were no patient symptoms or complications reported as a result of this event.